Event description:
The account alleged the head section is stuck in the high position and when lowered by the cardiopulmonary resuscitation the head section raises on its own. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.